Manufacturer narrative:
This report is being supplemented to provide customer-reported cleaning processes, and additional information based on the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed it with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet standard value due to the wear of the angle wire, the adhesive on the bending section cover had a chip, crack, and white clouded area, the mouthpiece was loose, the adhesive around the objective lens had a white clouded area and was peeled, the light guide lens had a crack, the adhesives around the light guide lens was peeled and had a white clouded area, the protector of the universal cord on the suction connector side and control section side, universal cord, grip, switch 1, switch 2, switch 3, connecting tube, and image guide was scratched, the plastic distal end cover had a dent, the paint on the suction cylinder and air/water cylinder was peeled, the control unit had discoloration and was shaved, and the electrical connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: nagasaki prefectural hospital corporate association nagasaki prefectural iki hospital (documented here due to character limitation in respective field)

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an angulation malfunction. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.